Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
Per the clinic, the patient lost his fixture due to a hit to the head. During the initial surgery, the fixture may have stripped the bone during insertion. The patient was reimplanted with a new device (date not reported).

Manufacturer narrative:
The device history record (DHR) review was completed on 10/07/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.